Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered and stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous, moderately calcified, and "shepherd hook" shaped proximal right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, when the device was attempted to put back into the guiding catheter, severe resistance was felt inside the coronary artery. It was then found that the stent got dislodged inside the coronary artery and the dislodged stent was removed with a snare. Thereafter, a non-bsc guide wire was advanced and crossed the lesion. A 4.00 x 24mm non-bsc stent was then advanced with the support of guidezilla guide extension catheter and was implanted. The procedure was successfully completed. There were no patient complications nor injuries reported.